Event description:
Additional information was received from the patient on 2019-oct-11. It was reported his pump ran out of medication and he was laying on the floor shaking and had to be taken to the hospital where he was given morphine every 4 hours. This occurred ¿years ago.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Event problem and evaluation codes: fdm/fdr/fdc codes updated to current guidelines. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of morphine via an implantable infusion pump for non-malignant pain. It was reported that the patient has had unrelated knee pain for the past 15 years. A year and a half ago the pain became excruciating and the patient tried to have a magnetic resonance image (MRI) taken of his knee, but he had issues with his spine where he had to be put in the MRI at an angle. The MRI facility required that a manufacturers representative (rep) be at the facility to do the MRI. The patient is crippled and has 3-4 times collapsed and shook like a leaf on the floor for 3-4 days until people realized he was not around. He was in agonizing pain and shaking when this happened and it was found that his pump had run out of medication. After these events he was brought to the hospital and pumped full of morphine (figure of speech). The patient is partially deaf and he cannot hear the alarm because it is not powerful enough. The patient now considered himself a drug addict now that he had the pump. A rep met the patient at the va hospital for an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.